Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high definition liquid crystal monitor had no image. The event occurred during the preparation for use. The procedure was diagnostic and as such it was cancelled. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the qb (quantum board) board was faulty. However, a definitive root cause of the failure of the board could be determined. Olympus will continue to monitor the field performance of this device.